Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly and that the insulin gauge was inaccurate. Additionally, customer reported that the pump would "get very warm when charging." The customer¿s blood glucose was 155-157 (mg/dl). The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Based on the analysis, the alleged battery depletion issue was identified in the pump logs; however, no failure was identified. The alleged battery heating and insulin gauge inaccuracy issues could not be verified.